Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) - urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced infection, bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent mesh revision and excision on (B)(6) 2013 due to erosion of mesh.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision and excision on (B)(6) 2010 due to mesh erosion at the vaginal apex.

Manufacturer narrative:
It was reported that patient underwent an abdominal sacrocolpopexy with tutoplast on (B)(6) 2001. It was reported that patient underwent mesh removal on (B)(6) 2014 due to persistent vaginal bleeding and erosion of old vaginal/abdominal mesh. It was reported that patient underwent a diagnostic laparoscopy, diagnostic cystoscopy and a diagnostic vaginoscopy on (B)(6) 2015 due to vaginal mesh erosion causing significant bleeding and intraabdominal pelvic adhesions. It was reported that patient underwent a robotic resection of previously placed abdominal sacrocolpopexy and a robotic colpopexy was performed to reattach the vaginal cuff on (B)(6) 2015 due to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002, and a mesh was implanted. It was reported that the patient underwent exploratory laparotomy, drainage of abscess, small bowel resection and extensive lysis of adhesions due to perforated viscus on (B)(6) 2015. No additional information was provided.